Event description:
Hosp personnel were treating a pt with the device using conductive defibrillation pads and were attempting to deliver a synchronized countershock to the pt. One shock was delivered sucessfully. Reportedly, whn a second shock was attempted, a paddle to paddle arc was observed. A back up device was obtained and treatment was continued. No adverse affects to the pt were reported as a result of the alleged malfufnction.